Manufacturer narrative:
(B)(4).

Event description:
It was reported the doctor noticed the spring wire guide failed to advance through the needle and found the tip of the spring wire guide was kinked. The patient's condition was not available at the time of this report.

Event description:
It was reported the doctor noticed the spring wire guide failed to advance through the needle and found the tip of the spring wire guide was kinked. The patient's condition was not avaialable at the time of this report.

Manufacturer narrative:
(B)(4). The customer returned one catheterization device for analysis. Signs of use were observed inside the guide wire tubing. Visual analysis revealed that the guide wire was partially inserted through the cannula. It was also noted that the guide wire was severely lodged within the needle cannula. The guide wire was kinked directly adjacent to the proximal opening of the cannula. Major force was required to free the guide wire from the cannula. Therefore, the complaint of guide wire/needle resistance is confirmed. The kink in the guide wire measured 91mm from the distal tip. The guide wire length from the distal end of the orange handle to the distal weld measured 4 9/16" which is within the specification limits 4 7/16"-4 11/16" per the guide wire with handle graphic. The guide wire outer diameter measured .39mm which is within the specification limits of .381mm-.404mm per the guide wire graphic. The cannula inner diameter at the distal and proximal end measured 0.0170" which is within the specification limits of 0.0165"-0.0180" per the cannula graphic. The cannula outer diameter measured .0250" which is within the specification limits of .0250"-.0255" per the cannula. It was initially observed that the guide wire as severely lodged within the cannula. Major force was required to free the guide wire. Functional testing was performed with a lab inventory guide wire with a diameter of .015" which was inserted through the cannula per IFU statement , "stabilize position of introducer needle and carefully advance spring-wire guide into vessel using spring-wire guide handle". During functional testing, the guide wire was unable to advance as expected. Resistance was met while attempting to advance the guide wire through the needle cannula. Based on the functional testing, the customer reported issue is confirmed. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The report of guide wire/needle resistance was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the guide wire was lodged within the needle cannula. A kink was also observed on the guide wire directly adjacent to the proximal opening. Functional analysis confirmed resistance while advancing a lab inventory guide wire through the needle cannula. Despite the observed defect, all relevant dimensional requirements were met, and a device history record review was performed with no relevant findings. Based on a recent trend for guide wire/ needle resistance for devices within ra-04122 kits, a CAPA was initiated to investigate this issue further. The CAPA investigation indicates that the issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.